Manufacturer narrative:
Product event summary: analysis confirmed the reported event. All the buttons had no reaction and all data cannot be monitored. The main processing unit needed to be replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor position on the programmer screen did not coincide with the stylus position. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: the programmer was sent to another location for repair, and it was found that the programmer was stuck in a continuous boot loop. Stylus calibration was performed following the repairs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.